Event description:
The patient reported that the implantable pulse generator (ipg) "did not feel right or look right". Follow up to obtain further information if the patient's symptoms were related to the ipg were not successful. Records indicate that the ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.